Event description:
The patient contacted lifescan (lfs) in 2005 and alleged that their one touch ultra meter was not powering on, medical affairs specialist called and spoke with the patient in 2005, and they verified and provided additional information. The patient informed mas that the subject meter was not powering on for about 2 weeks. In 2005, they went to "a nearby hospital" to have their blood glucose level checked since they do not have a backup meter. They did not attempt to test on the subject meter prior to going to the hospital since they knew that the meter was not working". They were not experiencing any symptoms at this time. The hospital meter result was 285 mg/dl and they were given a shot of insulin. They called lfs after they came home since a nurse had advised them to call and report the meter. During the time they were not able to test their blood glucose, they had continued to take their set amount of insulin. At the time of troubleshooting with the customer service agent in 2005, the patient had verified that this was not a new product and that they were using the correct test strips. They were asked to press the power button, but the meter did not turn on. The battery was checked and it was correctly installed and last replaced less than a year ago. The battery contacts were also good. Based on the information provided by the patient, there is an indication that the product has malfunctioned since the power issue was not resolved with troubleshooting. Although the hospital meter result of 285 mg/dl reflected a serious injury, it cannot be concluded that the product caused or contributed to the injury since the patient had not attempted to test on the meter for two weeks and also not prior to going to the hospital. Therefore, this case is reported as a meter malfunction. A replacement meter was sent to the patient.